Event description:
It was reported the pt began experiencing a loss of therapeutic effect, pain to the head, and stimulation in the wrong location. The symptoms began following replacement of the ipg in 2008. The settings remained the same following the replacement, but the stimulation was felt in the thigh, and caused pain in the head, instead of covering the foot. The pt has sought appropriate care from the treating neurologist and pain mgmt physician. Reprogramming was attempted but was not successful. X-rays were taken but had not yet been assessed. The pt remains unable to use the therapy due to the pain when the device is on. The device remains off while troubleshooting is being considered. Add'l info has been requested but was not available on the date of this report.